Event description:
Event description guidant received information that this pacemaker became visibly exposed in the pocket and was repositioned in september of 2005. Later, the right ventricular lead was unable to pace the myocardium secondary to a rise in threshold measurements.